Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a balloon aortic valvuloplasty (bav) utilizing 12f to 14f procedural sheaths, a 18f manta was deployed for closure in the right common femoral artery. The vasculature was 6.7mm, no calcification or tortuosity in the right and very tortuous in the left femoral artery. Deployment depth measurement was 4. During the procedure there were several issues advancing and withdrawing procedural sheaths due to the hemostatic valves leaking. Following manta deployment, hemostasis was immediate, and patient outcome post procedure was fine. Approximately two weeks post-op the patient presented having groin pain. During initial observation, a hematoma appeared to be situated at the access site. The patient was transferred to the cath lab where it was determined to be a pseudo-aneurysm and the physician deployed a covered stent to address the situation. A pseudo-aneurysm can go undetected and not cause any complication and can occur because of surgery or trauma. The cause of the pseudo-aneurysm requiring treatment is possibly due to the trauma that was endured during the initial exchange of sheaths. However, due to no post-procedural angiograms submitted for investigative purposes, the root cause cannot be determined. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: pressure in groin/access site region. The safety and effectiveness of the manta device has not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The IFU indicates the 18f manta vascular closure device is for access sites in the femoral artery following the use of 15-20f devices or sheaths (maximum od of 25f).

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: patient returned to the hospital complaining of groin pain on (B)(6) 2021. Patient appeared to have a hematoma at the access site. Patient was brought back to the cath lab and was determined to have a pseudoaneurysm. Accordingly, a covered stent was used to manage the situation.